Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medexultra small bore extension set t-connector was cracked and leaking. The fault was noticed immediately upon use. No injury was reported.